Event description:
The customer reported ongoing issues with the sensor, stating that it was inappropriately activating the threshold suspend function (of insulin) from her insulin pump. Customer stated that her sensor glucose value was below 40 mg/dl while her actual blood glucose value was 140 mg/dl at the time of the incident. The customer stated that she has usually had great experiences with the sensors but wanted to report this incident as the readings were highly inaccurate. Nothing to return, nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.